Manufacturer narrative:
(B)(6). The device was received for evaluation without a pouch. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution bag disconnected from a homechoice automated pd set with cassette and leaked. The reporter stated that it "looks like there was pressure to cause the disconnection." This event occurred during "the 1/4 treatment" of peritoneal dialysis therapy. The patient was connected. There was no patient injury or medical intervention associated with this event. No additional information is available.